Event description:
After implanting and letting it set, the product broke into pieces. They took the product out and replaced it with a different option.

Manufacturer narrative:
The root cause could not be clarified. According to the customer, all criteria were met during mixing. The cement was set up inside specifications and all powder and liquid were used. However, the info from the customer did not contain enough info to clarify the root cause. Possible root causes: the IFU contains the sculpting after 4 minutes and 30 seconds the cement setting could be affected (no info was available about sculpting technique performed in this case). Cement was not mixed enough (sales rep: "approx 40 seconds without stop watch"). Temperature of the cement was too low/high (sales rep: "or temperature was approx 70 f).